Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient asked if anyone ever complains about pain at the implant location. Patient clarified they would feel a hot burning pain and itching where the implant was located, starting pretty much right away. Patient has not mentioned it to their doctor yet as it wasn't pain they couldn't tolerate, it was just something that they feel. The patient was redirected to their healthcare provider to further address the issue.